Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') and rheumatoid arthritis ('rheumatoid arthitis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oophorectomy unilateral. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity and diverticulitis. Concomitant products included gabapentin for fibromyalgia, dicycloverine hydrochloride (dicyclomine hcl) for irritable bowel syndrome, meloxicam for rheumatoid arthritis, fluconazole (diflucan) for yeast infection as well as levothyroxine sodium (thyroxine), nortriptyline and valproate semisodium (depakote). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("joint aches/pain"). In (B)(6) 2011, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), fibromyalgia ("autoimmune disorder type of disorder: lupus fibromyalgia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives") and acne ("acne"). In 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems teeth breaking - 4 are missing pieces"). On an unknown date, the patient experienced pelvic pain ("pain/pelvic pain") and vulvovaginal pain ("vaginal pain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine infection, rheumatoid arthritis, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, fibromyalgia, migraine, headache, urticaria, acne, depression, anxiety, feeling abnormal, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, tooth fracture, vulvovaginal pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth fracture, urinary tract infection, urticaria, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2011 current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. New events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: uti, yeast infection, uterine infection, autoimmune disorder type of disorder: lupus fibromyalgia and rheumatoid arthritis, migraines / headaches,rashes or skin conditions type: hives and acne, psychological or psychiatric problems condition: depression and anxiety, neurological conditions or problems type: brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition, type: ibs, hair loss, lower back pain, vaginal pain. Lower abdominal pain, joint aches/pain and dental problems teeth breaking - 4 are missing pieces were added. Event injury nos was replaced by pelvic pain. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.